Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a faulty lcd display. The lcd display will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was white with black lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.